Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working and had unexpected restart alarm. Customer¿s blood glucose was 248 mg/dl at the time of incident. Customer reported they were unable to clear the alarm. Customer report insulin pump did not require rewind. Customer stated there was fluid under the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify a21 alarm and unexpected battery power loss due to blank display. Insulin pump received with moisture damage motor, vibrator and battery tube assembly.